Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. The patients initials and date of birth were unknown. She was injected with radiesse, into the neck (off label use of device), on (B)(6) 2023. Batch number and expiry date were unknown. One syringe of hyper diluted radiesse was injected. In (B)(6) 2023, 6 weeks after the radiesse injection, the patient was experiencing 7 nodules with a size from 0.2 to 0.6. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 25-jul-2023: the case was upgraded to serious. The event term nodules was amended to inflammatory nodules, the coding remained unchanged. The event inflammatory nodules was added. The patients initials, age, date of birth (1972) and weight (53.5 kg) were provided. The patient was 50 years old at the time of the event. Batch number was ambiguously reported as 8071m0k1. Radiesse was diluted with 1 ml of lidocaine plain and 1 ml of normal saline (product preparation issue). The patient had no previous aesthetic treatments. The patients medical history and concomitant medication was reported as none. In (B)(6) 2023, after the radiesse injection, the patient experienced inflammatory nodules. The patients affected area was treated 4 times with normal saline and the nodules were injected with steroids. No laboratory tests were performed. As reported, the nodules developed directly from the radiesse injection. The outcome of the events was reported as not resolved. In the opinion of the reporter, the event was considered as permanent (adhered to platysma) and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammatory nodules (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number provided was determined to be incorrect and invalid.